Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
(B)(6). It was reported by the center that the subject device involved in the fsca (B)(4). Was explanted and replaced. No patient files are available for review and the evice has been disposed by the center.